Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) close/reopen transfer set, check the lines for kink, clamps, occlusions, pull up on the lines at the hc door, and resume the initial drain. The hp stated that they had trouble draining with manuals and there was air in the patient line. Tsr advised the hp to contact the registered nurse (rn) the hp to contact the rn. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.